Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that upon reviewing the patient's event history 3 pump stoppages were noted. There appeared to be a low speed operation then pump off. The hospital staff believes that the patient was connected to the power module because they happened late night or early morning. The patient stated that he heard the alarm only once but by the time he looked the alarm was gone. The patient's system controller was exchanged.

Manufacturer narrative:
The system controller was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
Device evaluation - the reported event of pump stoppages was confirmed based on the information recorded in the log file. The returned system controller log file contained approximately 22 days of events. There were three episodes of speed reductions recorded. The associated voltage levels indicated that these events occurred when the system controller was connected to a power module. A full functional test was performed and the returned system controller passed all test steps and functioned as intended. The retuned system controller was operated while connected to a mock circulatory loop and the atypical events recorded in the log file were unable to be reproduced. A review of the device history records revealed that the system controller met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.